Event description:
The customer reported that the system turns itself off. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the parts on the system. The system operates as intended.